Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, hypertension, iron deficiency, lumbar disc herniation, cesarean section, appendectomy, cholecystectomy, knee operation, pilonidal cyst excision, wisdom teeth removal and uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos from 2008 to 2013. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concurrent conditions included excessive menstruation, menstruation frequent and menometrorrhagia. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes/ mood swings"), amnesia ("nuero condit/prob/ memory loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dizziness ("dizziness"), vaginal haemorrhage ("vaginal bleeding") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (ablation- 2017 and partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dyspareunia, mood swings, amnesia, weight increased, abdominal distension, dizziness, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, dizziness, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, gen. Abnorm. Bleed., menorrhagia, vaginal bleeding. Current weight: 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: opacification of the fallopian tubes without spillage of contrast material into the peritoneal cavity.. Lot number: 948603 manufacturing date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, hypertension, iron deficiency, lumbar disc herniation, cesarean section, appendectomy, cholecystectomy, knee operation, pilonidal cyst excision, wisdom teeth removal and uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos from 2008 to 2013. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concurrent conditions included excessive menstruation, menstruation frequent and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes/ mood swings"), amnesia ("nuero condit/prob/ memory loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dizziness ("dizziness"), vaginal haemorrhage ("vaginal bleeding") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation- 2017 and partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dyspareunia, mood swings, amnesia, weight increased, abdominal distension, dizziness, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, dizziness, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, gen. Abnorm. Bleed., menorrhagia, vaginal bleeding. Current weight: 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: opacification of the fallopian tubes without spillage of contrast material into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 28-feb-2020: fu 4 & fu 5 proceed together: mr received. Lot number, reporter, lab data, concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes/ mood swings"), amnesia ("nuero condition/prob/ memory loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dizziness ("dizziness") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraines/headaches"). The patient was treated with surgery (ablation- 2017 and partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dyspareunia, mood swings, amnesia, weight increased, abdominal distension, dizziness, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, dizziness, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, gen. Abnormal. Bleed., menorrhagia, vaginal bleeding. Current weight: 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received:previously reported event- gastrointestinal disorder was replaced with specific event bloating, previously reported event- hormonal changes was replaced with specific event mood swings, previously reported event- nervous system disorder was replaced with specific event memory loss, newly added events- menorrhagia, vaginal bleeding, migraine, onset date of previously reported events- dizziness, dyspareunia (painful sexual intercourse), weight gain was added, reporter was added, consumer height and weight was added, medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nervous system disorder ("nuero condit/prob"), gastrointestinal disorder ("gi conditions") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the hormone level abnormal, nervous system disorder, weight increased, gastrointestinal disorder and dizziness outcome was unknown. The reporter considered abdominal pain, dizziness, dyspareunia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, nervous system disorder, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, gen. Abnorm. Bleed, hormonal changes, nuero (as written) condit/prob, weight gain, gi conditions, dizziness. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.